Event description:
It was reported that the patient's blood glucose level rose to greater 250 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the cannula and corrosion. The device was originally reported for a communication alarm during operation.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The pod arrived fully deployed. Initial inspection of the pod found discoloration through the bottom housing. Upon removal of the pods housing, corrosion was observed on the bottom battery and the pcb. The battery voltage of all three batteries were measured to be lower than expected due to the internal corrosion. An external power supply was attached to the pod in an attempt at retrieving download data, which was unsuccessful. The pcb was removed and re-attached to the power supply in a final attempt at retrieving download data. Ultimately after multiple attempts the pod was unable to connect to the master pdm, and as a result the data was lost. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the device, internal corrosion, low battery voltages, and data loss. It could not be determined if the internal leak contributed to the reported communication error. The cause of the reported communication error could not be determined. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone14.7. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.